Event description:
Occlusion alarm so no insulin being delivered. Tried tandem and their customer service did not answer although I held for over an hour. Couldn't even document the adverse event with then since no one answered the customer service line. Sugar dramatically rose. FDA safety report ID# (B)(4).